Manufacturer narrative:
(B)(4).

Event description:
It was reported the right chest stimulator was explanted 2 weeks after implant due to infection. The left chest stimulator was not explanted. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.